Event description:
The spouse of the home patient (hp) reported the hp felt overfilled during fill 1 of 3 using the homechoice cycler for apd therapy. The hp's spouse relates that the hp had received low drain volume alarms during the initial drain, which indicates that the fluid flow was less than 50mls/min and the volume of fluid drained was less than the initial drain volume setpoint. Hp's spouse bypassed one of the low drain volume alarms after the hp had drained 611mls of a 2000mls day dwell, which advanced the therapy into fill 1. The hp received 1600mls of fill 1 when they suspected they were being overfilled and placed the cycler into a manual drain until hp was fully drained, volume of fluid drained not specified. There was no patient injury or medical intervention as a result of this incident.